Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion was located in a calcified right coronary artery (rca). A 145, 5-in-6 guidezilla¿ was selected to facilitate stenting. During procedure, while the physician was changing the balloon and wires, it was noted that the shaft became separated from the catheter. The devices were removed from the patient's body and the procedure was completed without a guidezilla. No patient complications reported and the patient's condition was fine.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. The shaft and collar were microscopically examined. There was blood on the outside and inside of the shaft. The shaft was observed to be detached/separated at the collar. The polytetrafluoroethylene (ptfe) was pulled out of the collar and was attached to the distal shaft. There were numerous kinks throughout the shaft of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion was located in a calcified right coronary artery (rca). A 145, 5-in-6 guidezilla¿ was selected to facilitate stenting. During procedure, while the physician was changing the balloon and wires, it was noted that the shaft became separated from the catheter. The devices were removed from the patient's body and the procedure was completed without a guidezilla. No patient complications reported and the patient's condition was fine.